Manufacturer narrative:
(B)(4). The product is reportedly in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products: part number: 10-104050 name: m2a tpr radial 2 hole 50mm lot: 674840 unknown stem. This report is 2 of 2 mdrs filed for the same event (reference 0001825034-2017-02189).

Event description:
Patient was revised due to pseudotumor. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
Implanted date: (B)(6) 2009.

Event description:
It was reported that a patient underwent a total hip arthroplasty on for osteoarthritis. The patient was later revised due to a pseudotumor. The surgeon could not deny the possibility that the implant could be related to the pseudotumor. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Medical devices: part: 11-163678 name:28mm m2a hi carbon hd std nk lot: 902320, unknown stem, part: 10-104050 name: m2a tpr radial 2 hole 50mm lot: 674840.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date for an unknown reason. The patient was later revised on an unknown date due to a pseudotumor. The surgeon could not deny the possiblity that the implant could be related to the pseudotumor. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.